Event description:
It was reported that during a ptca/stenting treatment procedure the nc viva balloon ruptured at 16 atm's on the initial inflation during post-dilatation of a stent. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in the proximal lad coronary artery. The viva balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.